Manufacturer narrative:
A specific cause for the reported events could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account. No further information was provided. The heartmate 3 lvas IFU lists sepsis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to sepsis. Further information was requested, but was not provided.